Event description:
The customer contact reported an adverse patient event while the device was in use. No specific patient information, pump programming, or event details were available. Multiple unsuccessful attempts have been made to obtain additional information.